Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler's syndrome and that both the right atrial (ra) lead and right ventricular (rv) lead became coupled back completely and twisted into the pocket. The leads were removed and replaced. It was further reported the implantable pulse generator (ipg) was revised and implanted into the sub muscular tissue. No further patient complications have been reported as a result of this event.